Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported failure. However, the error was confirmed to have occurred via system logs. The unit was installed on an in-house system and passed all testing. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted rectopexy procedure, the customer experienced a non-recoverable error that pointed to the patient side manipulator (psm). The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instruments. The customer contacted intuitive surgical, inc. (Isi) technical support for assistance. The fault was initially resolved and the customer continued the procedure with one psm disabled. However, the fault returned and the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi followed up with the surgeon and obtained the following additional information: the surgeon confirmed the procedure was converted to traditional laparoscopic techniques. The procedure took 90 minutes longer than normal but the same anesthesia was continued. The surgeon confirmed the patient was administered additional anesthesia. The patient tolerated the procedure well. An isi field service engineer (fse) was dispatched to the site and replaced the psm to resolve the reported issue.